Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber is broken within the outer flow tubing just forward of control knob 2 inches from control knob; the outer flow tubing and fiber exhibit signs of melting at the break; the glass cap exhibits moderate devitrification and moderate detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/use handling.

Event description:
It was reported that during a prostate procedure, @ 1006 joules; 40 minutes, the fiber was damaged (externally) just before entering the "astoscopio." The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome ¿ok¿ reported. Additional information not reported.